Manufacturer narrative:
Main investigation conclusion: the report of superficial damage to the outer silicone jacket of the patient¿s driveline was confirmed through the submitted photo. Additionally, a direct relationship between the device and the reported fluid overload could not be conclusively determined through this evaluation. The submitted log file contained data from 27dec2019 to 03jan2020. The pump was set to a fixed speed of 9200 rpm and operated above the low speed limit of 8600 rpm for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported the patient was admitted with volume overload and the patient¿s driveline was noted to be covered in rescue tape with additional areas of superficial damage which were taped by the vad coordinators. The patient remained ongoing on vad support until ultimately expiring on (B)(6) 2020. There were no reported device alarms or device issues associated with the death, the device operated as expected and did not cause or contribute to the patient¿s outcome. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 & h4: additional information

Manufacturer narrative:
Previous percutaneous lead repair were reported under MFR# 0002916596-2014-00634 and MFR# 2916596-2014-02142. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with fluid overload and upon examination, the patient's percutaneous lead was in bad shape with electrical tape on a good portion of it. The nurses on site applied rescue tape to the open areas and reinforced the top/bottom sections with the black electrical tape. The patient underwent percutaneous lead repair back in 2014 at the distal end. Additional information was requested but not provided.